Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: on investigation, the keypad cover was intact without damage and all keypad buttons demonstrated normal response on testing. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint; the pump was found to be operating without malfunction.